Event description:
Pt needed surgery for cataract in right eye. Pt complained of starbursts when looking to side, has to shade eye from light to eliminate problem. Visited another dr who says problem is caused by defective implant. Rptr asks if there is a known problem with this product.